Manufacturer narrative:
Multiple attempts made to follow up with the customer. No further information provided. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's fill estimate was inaccurate with multiple cartridges. There was no reported impact to the customer's blood glucose level.